Event description:
It was reported that the programmer experienced an error "at start up." The service disk was run. No patient involvement reported with this event.

Event description:
It was reported that the programmer experienced an error "at start up." The service disk was run. No patient involvement reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.